Event description:
Procedure occured in (B)(6). During the procedure the clinical staff pressed the button on the generator activating the closurefast before the physician was ready to treat. Incident occurred on an anaesthetised patient positioning the closurefast catheter in the saphenofemoral junction and for some of the time the hot catheter tip had been in the deep vein. Patient was given an extra low molecular weight heparin as a precaution.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.